Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the date of the incident was sometime in (B)(6) 2013. It was noted that on pump refill everything went well, and there were no complications and no changes were made. The patient was on oral pain medication they were not aware of. The patient's hospitalization had no pump connection. The symptoms the patient experienced were noted to be not related to the pump. Troubleshooting reported in regards to the pump left open was that the pump was checked. It was noted that the pump was not left open. It was noted that the pump left open and the symptoms the patient experienced were resolved. The patient's weight at time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported that they left the pump open because they did not adjust the pump. It was noticed that this happened twice. It was stated that the patient was overdosed and the patient did not know how overdose felt. The patient stated they were taking oral blood thinner and bleeds easily. It was noted when she was driving back they felt very drowsy and itchy, and started feeling cold hands and cold feet, and the patient tried to get home right away. It was noted when the patient got home they told their mom they felt very weird; their head, blood pressure was high, and they were yawning so much they were going to take a bath. It was noted that the patient ate some watermelon and when they got up, the patient vomited, was so sleep, and pale. It was noted that the patient was seen by a healthcare professional at home and did not want to get up anymore and wanted to sleep. The patient's mother said it was too much sleep and the patient's daughter went to go check on the patient. The patient was purple and foaming at the mouth and they were yelling that the patient was dead and called an ambulance. It was noted that the patient got cardiopulmonary resuscitation (CPR) and was brought back from being dead. It was stated when the patient arrived at the hospital that they had another cardiac arrest because no one knew what it was and did an exam and the patient was overdosed with morphine. It was noted that the morphine was 10 times more than what the body could stand. It was noted that there was no control and it was just opened and just pouring out. It was noted that a manufacturer representative showed up twice to the emergency room (ER) and changed the settings. The patient stated the pump was supposed to be a trial and did not get any pamphlet or information on how the pump worked. The patient stated it was not the pump that caused the issue, but it was how the programming was done that caused the issue. Event date was noted as 2013. No further complications were reported/anticipated.